Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no specific patient information was provided. Trending review identified no trends related to falsely elevated patient results for the architect carbon dioxide assay. Return testing was not completed as returns were not available. Review of the complaint text and information provided by the customer found that retesting of the samples after recalibrating generated the expected results. Device history record review for the assay did not identify any non-conformances or deviations related to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect carbon dioxide (co2) assay was identified.

Event description:
The customer obtained falsely elevated architect carbon dioxide results from multiple samples. The customer provided an example of a sample that generated an initial result of 36 mmol/l and repeat following recalibration generated 26 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.